Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit had missing end cap.

Event description:
Customer reported that the insulin pump insulin is squirting the insulin out, alarming during manual prime and unable to exit from preparing to prime loop. Nothing further was reported.